Event description:
During a periodic review of the programming history database, a high impedance event was observed. The programming history showed that on (B)(6) 2015 the device was interrogated and system diagnostics were performed 2 times showing limit/high/7/no.